Event description:
Patient received the bifurcated device and a cuff in 2007. The case went well, and on final angio it was confirmed that a good seal was achieved. The patient was discharged and was walking out of the hospital, when he indicated he was not feeling well. He was taken back for a CT and a dye hematoma was observed exterior to the graft and in the abdomen. The physician converted that patient and completed an open repair successfully. Apparently the perforation was non-aneurysmal at the iliac junction with the bifurcation, and had substantially thrombosed. The physician found no evidence of a device-related injury, and also examined the stent graft and found no tears or defects.

Manufacturer narrative:
Only the stent graft was returned for investigation. Engineering evaluation indicates that the device performed as intended and found no material failures or other issues. Review of lot records/work orders, prior reports. No issues were noted. The event was related to operational context.